Event description:
On (B)(6) 2023 (B)(6) was notified by the FDA via email, that report # mw5148319 had been received through the FDA's medwatch program. The report was submitted by fresenius medical care, a distributor of angelini pharma inc. Infection prevention products. The report stated that a female patient experienced swelling of the neck, and severe breathing difficulties while using exsept plus antiseptic. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number is available, and no sample for evaluation. Without a batch reference, a manufacturing and technical evaluation cannot be completed. No product quality related trend was identified for the exsept plus product. Product labeling indicates not to use the device in case of a known or suspected hypersensitivity to sodium hypochlorite. Additionally, the label warns not to inject, ingest, or inhale the product.